Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with the shelf box. The batch number on the returned packaging matched the reported batch number. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The hypotube was fractured 43.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting procedure a balloon catheter shaft kink occurred. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous circumflex (cx) artery. A 12mm x 2.75mm nc quantum apex balloon catheter was selected for dilation. Upon advancing of the complaint device, the balloon catheter had a shaft kink at the position of 20cm from the hub. The procedure was completed with a different device. No patient complication was reported and patient's condition was good. However returned device analysis revealed hypotube fracture.